Manufacturer narrative:
A search for non-conformances associated with the reported part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. The device was not returned to the manufacturer for analysis. The root cause cannot be determined.

Event description:
It was reported that the balloon burst during an inflation with 3.5ml fluid. The balloon was exchanged for another to complete the procedure. There was no reported patient injury or additional intervention. The patient is reported to be fine.